Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting during the priming process instead of dripping. The customer also received a strange screen from the insulin pump during the bolus which required a must hitting of the act and the esc buttons. The customer's blood glucose level was unknown at the time of the incident. The customer reported changing battery every three days and the insulin pump was slower on rewind. The device will not be returned for analysis.